Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the injector was hard to push and felt like it was going to crack. The product subject to this report was the back-up product for the surgery and no other lens was available at the time of surgery, therefore the patient was left aphakic and returned one day post-operatively for an additional surgery and underwent successful iol implantation. There was no harm or injury to the patient as a result of the event. The device has not been returned to rayner. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The verbatim report received states that the injector was hard to push. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Per the IFU, the user discontinued injection. Our review of production records for the rayone emv toric rao210t batch 085277924 showed that all manufacturing and quality checks were conducted with successful results. There is insufficient evidence and information available to determine the root cause of the event.

Event description:
On 18th march 2026, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the inejctor was hard to push and felt like it was going to crack. This was the back-up lens and no lens was available at the time of surgery, therefore the patient was left aphakic and returned one day post-operatively for an additional surgery and underwent successful iol implantation.